Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a scratched lens. During analysis, the customer's reported problem of ec1310 due to alarming "battery depleted" upon start-up could not be duplicated. The ec1310 will be cleared with the replacement of the circuit board. Service will clear the error code from pump. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 1310. No adverse effects were reported.